Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions and quality control was conducted during the investigation. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. Review of device history record shows no nonconforming events which could contribute to this failure mode. There were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that list the indications for use, contraindications, warnings, precautions, and correct deployment procedure. Per the IFU" inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Incorrect deployment or migration of the endoprosthesis may require surgical intervention. As the sheath and/or wire guide is withdrawn, anatomy and graft position may change. Constantly monitor graft position and perform angiography to check position as necessary." Based on the information provided and results of the investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. Monitoring for similar complaints will continue.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a patient underwent an abdominal aortic aneurysm (aaa) repair procedure with a zenith flex aaa endovascular graft bifurcated main body and two iliac leg grafts. The access vessel of the main body (left) had no calcification but it was thin. However, it was thick enough to advance the delivery system of the main body. The proximal neck was straight, 20mm and long enough but a proximal type I endoleak was confirmed, therefore additional ballooning was performed. The endoleak was not resolved, so the physician decided to place an extension. The delivery system of the extension would not advance to the target site from the left side. He tried the right side which was thinner, but that also failed. Additional ballooning reduced the endoleak but it was not completely resolved. With no other options, the physician decided to complete the procedure and take a wait and see approach. The physician confirmed that the proximal type I endoleak was gone by follow-up CT performed on (B)(6) 2017. No additional procedure was needed and the patient was discharged from the hospital.